Event description:
It was reported that when the surgeon was tightening down the set screw in the proximal body trial and the screwdriver and proximal body trial screw broke off into the real distal stem. There was no foreign retained body in the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 31-301310. Item name: arcos con sz a hi 50mm trl. Lot #: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.